Event description:
The account stated that the pt was undergoing a colonoscopy with polypectomy (i.e., the removal of a 3 to 4 cm polyp in the right colon). Initially it was reported that the wrong pedal was depressed. But later it was stated that the "machine not working" and the "yellow pedal cut (of the footswitch) did not function". The settings were cut 200 watts and coag 20 and 30 watts. A burn was suspected with post operation diagnosis of a perforation. The pt is in stable condition.